Event description:
It was reported that the lead exhibited noise. The lead was explanted and replaced, and the patient was doing well following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned in three segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 8.7-12.6cm from the lead tip. The etfe coating was intact at this location. Externalized conductors due to external insulation abrasion were noted at 0.6-3.0cm from the distal end of the middle segment, consistent with lead friction to the ICD can. The inner coil was exposed from 1.6-2.3cm from the distal end of the middle segment. This is consistent with the observation from the field of noise.